Event description:
It was reported while using the panel phoenix nmic/ID-307a high mic, false resistant, result was given for the drug meropenem for a patient, pseudomonas, isolate. The isolate was retested with the state giving a sensitive result for the same drug. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: d4. Medical device lot #: 3346155 d4. Medical device expiration date: (B)(6) 2024 d.4 UDI: (B)(4). H4. Device manufacture date: (B)(6) 2023. Investigation summary this complaint is for high mic for meropenem (mem) with pseudomonas aeruginosa when using phoenix panel nmic/ID-307 (catalog number (B)(4)) batch number (B)(4). The customer did not provide isolates, or panel returns but provided phoenix generated lab reports for the investigation. The lab reports show high mic mem results with p. Aeruginosa when using the complaint batch. To investigate, three retention panels of the complaint batch were inoculated with in house isolate p. Aeruginosa enf 11039 then placed in a phoenix m50 for mem mic results. In addition, two control panels from the same material but different batch were inoculated with in house isolate p. Aeruginosa enf 11039 then placed in a phoenix m50 for mem mic results. Results of the investigation returned all panels with the expected mic for mem. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-307a high mic, false resistant, result was given for the drug meropenem for a patient, pseudomonas, isolate. The isolate was retested with the state giving a sensitive result for the same drug. No health impact or consequence reported.